Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of these conditions prior to undergoing the essure procedure: severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, and frequent bacterial infections. In (B)(6) 2003, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), vaginitis bacterial ("frequent bacterial infections"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and pelvic discomfort ("discomfort"). The patient was treated with hysterectomy on (B)(6) 2013 to remove her essure coils, fallopian tubes, cervix and uterus). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, vaginitis bacterial, menorrhagia, back pain, abdominal pain and dyspareunia outcome was unknown and the pelvic discomfort outcome was unknown. The reporter considered pelvic pain, vaginitis bacterial, menorrhagia, back pain, abdominal pain, dyspareunia and pelvic discomfort to be related to essure (ess205). Diagnostic results: on 2004 (shortly after undergoing the essure procedure). Hysterosalpingogram: coils were properly placed. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 10 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy to remove her essure coils, fallopian tubes, cervix and uterus). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 10 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy to remove her essure coils, fallopian tubes, cervix and uterus). Other nonserious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.